Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultralink meter had an "error 5" issue. Based on the information provided, it appears as though the alleged meter issue started on an unspecified date/time last year. The patient claimed that as a result of the "error 5" issue, she "passed out". It is not clear as to what date/time she passed out. However, it is noted that the patient received IV glucose treatment in an emergency room (ER) nine days prior, at 4:30 pm. During the time of concern, the patient's blood glucose was tested on an ER/hospital meter and a result of "46 mg/dl" was obtained. She was reportedly hospitalized for an unknown period of time. As a result of the event, the patient's doctor reportedly modified the patient's basal insulin regimen. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, and what date/time the alleged meter issue began. In addition, it would have been helpful to know what date/time she passed out, what actions the patient took before passing out, and if she was able to test her blood glucose before developing symptoms. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she passed out and was hospitalized because of the alleged "error 5" meter issue.